Event description:
A registered nurse reported unexpected behavior with the system. Surgeon was using the system post successful registration. During use the surgeon noted the "brain" image from the lower right quadrant "was merging into the other 3 views". The site rep said the surgeon abandoned use of the system. Surgeon was able to successfully continue with the case sans navigation. There was no pt harm.

Manufacturer narrative:
Software investigation is pending return of case file for eval.